Event description:
A male suffering from hypertension, chronic obstructive pulmonary disease g3, and bladder carcinoma, treated with serrevent spiriva and anti hypertensive drugs, underwent operation due to obstructive sigmoid carcinoma. The pt had received pre operative radiation therapy. The procedure was performed in 2009. The procedure which started as a standard laparoscopic resection was then converted to open since the colon was dilated proximal to the tumor. The anastomosis with the car 27 device was made at 12 cm from the anal verge. A stoma was created during this operation. On day 1 post op a fever of 38 degrees celsius was indicated. On day 2, the pt developed clinical sepsis and respiratory fatigue and re-intervention was done. An anastomotic dehiscent was observed with 4 quadrant peritonitis. The ring was removed, and a hartmann procedure was performed. At day 3, the pt suffered from sepsis and cardiac arrest, and deceased on day 4 post operation.